Event description:
Allergic reaction after implantation of cqur mesh device. Analysis undergoing (with a specialist on allergies).

Manufacturer narrative:
No device evaluation was performed since the device was not returned. A review of the device history records, including the sterilization records, indicated that the mesh was processed and inspected according to procedures and no non-conformances were found. Product complaints were reviewed and there were no other reports of product problems for this lot.